Manufacturer narrative:
The baxter technician found the auxiliary power cord had damaged insulation, exposing the wires. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on february 28, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the auxiliary power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that totalcare frame auxiliary power cord sparked and smoked. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.